Event description:
Patient started using a new type of infusion set in (B)(6) 2012 and began to experience strong skin irritation in (B)(6) 2013. Her infusion sites were red and inflamed. She was a doctor on (B)(6) 2013, and she was prescribed an antibiotic and was advised to use compression and ointment. Her blood glucose range during this time was 97-125 mg/dl. She was sent a different type of infusion set on (B)(6) 2013. Follow-up was completed on (B)(6) 2013, and she reported her infusion sites were "ok". The alleged infusion sets were requested for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint describing a skin irritation cannot be verified, the infusion set meets product specifications. Result infusion set: we received one used and 4 originally packed cannulas lot 32425102 and 2 originally packed transfer sets lot 32434442 for investigation. We received the following statement from our supplier (B)(4): "we have reviewed the related lot documentation including sterilization. The product has been manufactured in our facilities, in compliance with the procedures of our quality management system according to iso 9001 /iso 13485, the product specification and a validated sterilization process ace to iso 11135. The documentation did not show any irregularities in the production process. Especially all parameter of the sterilization and test results were according to the requirements. We perform regular tests for bioburden and lal. We did not observe any deviations for lal test. Further in 2012 for the complained product group the average bioburden was (B)(4) cfu/device. The bioburden warning limit is defined as 50 cfu/device." The specification of the self-adhesive includes that the used medical grade adhesive is formulated for sustained contact with the human skin. It has been tested for hypoallergenic properties and found to be non- sensitizing. Up to now we do not know any further complaints regarding the concerned lot. Pump: as the pump has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The problem mentioned by the customer could not be reproduced.